Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2013268 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. An image was provided by the customer of outer packaging of evo-fc-10-11-6-b device. A discrepancy was noted between outer packaging returned which stated lot number c1995056 and inner tyvex packaging which states lot number c2013268. Originator was asked to confirm the correct lot number used in this occurrence, and it was confirmed c2013268 is the correct lot number for the device used and the complaint file was updated accordingly. The device related to this occurrence underwent a laboratory evaluation on the 12 december 2023. On evaluation of the device, the following was observed: visual inspection: protective tubing returned red safety tab not returned safety wire returned and still in place directional button in neutral position red shuttle pass point of no return. Functional inspection: flexor break at the yellow marker, measuring approximately 12cm from white tip handle actuating fine for deployment and recapture unable to deploy the stent due to flexor break safety wire removed without issues. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the instructions for use ifu0062 which accompanies this device instructs the user to "with elevator open, advance device until endoscopically visualized exiting endoscope"." There is evidence to suggest that the customer did not follow the instructions for use, as per customer testimony we know the position of the elevator was closed. Image review: an image was not returned for evaluation. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Root cause analysis: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as per customer testimony the position of the elevator was closed. ¿what was the position of the elevator? Was it opened or closed? Close¿ as noted in the lab evaluation, the flexor/outer catheter was broken at the yellow marker approximately 12cm from the white tip. It is likely that the flexor got pinched by the elevator being closed therefore creating a weak point and breaking on deployment. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. Corrective action/ correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: complaint is confirmed based on customer and/or rep testimony. According to the customer the stent could not be deployed. A definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as per customer testimony the position of the elevator was closed. ¿what was the position of the elevator? Was it opened or closed? Close¿ as noted in the lab evaluation, the flexor/outer catheter was broken at the yellow marker approximately 12cm from the white tip. It is likely that the flexor got pinched by the elevator being closed therefore creating a weak point and breaking on deployment. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10 sep 2024.

Event description:
Supplemental report is being submitted due to the confirmation on 25-dec-2023 that the lot number is c2013268.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the stent cannot be released from the tip of the stent delivery system, and user put all effort to release the stent which cause the tip of sheath appears folded obviously. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) #k121430. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.